Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the drive connector was not lining up properly. The case was completed with another device with no adverse pt consequences. The customer reported that the device was working fine after the procedure and opines that the event was user error.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.